Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. Analysis of the alarm log file analysis revealed one (1) low flow alarm logged on 05/nov/2022. Log file analysis revealed a controller power up with an associated motor start events were logged on 16/oct/2022 14:36:51, 05/nov/2022 at 11:34:13 20/dec/2022 at 12:08:25, indicating a loss of power. The controller was without for thirteen (13) seconds, ten (10) seconds, and eight (8) seconds, respectively. There were no anomalies leading up to the first two (2) losses of power; the events leading up to the last loss of power could not be confirmed since the data log files did not cover the associated date. Review of the event log file and motor start report revealed motor start events recorded on 12/sep/2021 at 09:37:16, 03/feb/2022 at 19:50:46, 25/apr/2022 at 15:01:42, 16/oct/2022 at 14:36:57, 05/nov/2022 at 11:34:22, and 20/dec/2022 at 12:08:31 in which motor start parameters were atypical. Analysis of the log files also revealed one (1) controller fault alarm was logged on 26/aug/2023 at 09:51:19 and multiple event exceptions were logged on 26/aug/2023, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Analysis of the alarm log file revealed a vad disconnect alarm logged on 26/aug/2023 at 15:33:14 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: 31-jan-2019/ serial or lot#:  (B)(6) UDI #: (B)(4) h3: no, device evaluation anticipated, but not yet begun d9: no h4: mfg date:  29-jan-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited loss of power and controller fault alarms indicating internal battery end of life. Add itionally it was reported that review of log file data revealed history of multiple motor start events with parameters outside of the typical range and low flow alarms.  The ventricular assist device (vad) and the controller remain in use. No patient complications have been reported as a result of this event.